Event description:
It was reported that during a lead implant impedance values over 10,000 ohms were seen on contacts 1, 4 and 7 on the second implanted lead (3776-60, (B)(4)). The hcp requested a new lead (3778-60, unknown) and implanted it. When the hcp went to anchor the leads the patient became combative, began to struggle, and experienced respiratory arrest. The implanted leads were removed, the patient was intubated and given a new IV, and it was reported that the patient was fine.

Manufacturer narrative:
(B)(4). Lead model 3776-60 serial# (B)(4) implanted: 2012-(B)(6) explanted: 2012-(B)(6); lead model 3778-60 lot# unknown implanted: 2012-(B)(6) explanted: 2012-(B)(6); lead model unknown lot# unknown implanted: 2012-(B)(6) explanted: 2012-(B)(6).